Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving calibration error alerts after wearing the sensor for 3 days. He also reported receiving a bad sensor alert and that the sensor gave inaccurate readings. He stated that the sensor glucose reading was 70 mg/dl while the blood glucose reading was 200 mg/dl. He stated that there was no delayed entry or entry of an incorrect blood glucose reading and that the calibration error did not occur as the result of the first calibration attempt after the initialization. Customer was following proper calibration protocol. The bad sensor alert occurred after a second consecutive calibration error alert. Nothing further was reported.